Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the target lesion was the mid lcx. The 3.5 x 23 promus stent was deployed at 3.99 mm. This caused a dissection proximal to the 3.5 x 23 mm promus. The dissected portion that was proximal to the stent was also diseased. The sizing of the stent was later shown under ivus to be correct, but the fibrotic plaque proximally to the stent dissected after expansion. The dissection was treated with another 3.5 promus stent, which was only taken to nominal pressure. Ivus showed that the dissection had been treated, and the patient was stable. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation - dissection, as listed in the promus IFU, is a known adverse event associated with coronary stenting. Dissection can be influenced by several factors. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. There was no report of any product malfunction at the time of the stent implantation. The dissection required treatment with another promus stent. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a lot specific product quality deficiency.